Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise, vertical lines across the entire image and abnormal color was caused by a component failure of the universal cable, the light guide bundle was chipped was caused by a component failure of the light guide bundle should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image noise, vertical lines across the entire image, and abnormal color during inspection for use of an olympus rigid video laparoscope. There were no reports of patient involvement.